Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (does not power up monitor) has been confirmed. Upon investigation, the battery was unable to power on a monitor or charge. There was liquid contamination damaging the pca and cells. The cause for the failure was isolated to the contaminated battery. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery.

Event description:
A zoll distributor returned battery sn (B)(4) to report that the battery was unable to power on a monitor.